Manufacturer narrative:
B1 malfunction - corrected - no adverse event and product problem b2 outcomes attributed to ae - corrected - no required intervention to prevent permanent impairment/damage (devices) d4 gtin - corrected g4 PMA/510k - corrected d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h1 type of reportable event - corrected - no serious injury due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was returned inside the introducer sheath with blood present on the stent delivery wire (sdw) and inside the introducer sheath. The stent introducer sheath tip was found to be damaged and crushed. Due to the presence of the blood and damage to tip of introducer sheath, the stent was retracted from the introducer sheath. On removal of the stent and sdw, the stent fully opened but was slightly deformed towards the middle with frayed braid edges at both ends and traces of dried blood present. A significant amount of blood was present on the petal/dpa of the sdw, no other anomaly was noted with the sdw. Functional inspection was not performed as the subject stent was fully opened when returned, therefore reported event not confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Other devices used in the procedure in conjunction with the subject device was a guidewire. The operator felt tip of the stent had something wrong and had a quality issue which make it not able to be opened. The tip was like taper shaped. Access was through femoral. There was no resistance encountered during navigation of the flow diverter device to the target lesion. Product analysis found the stent was returned inside the introducer sheath with blood present on the sdw and inside the introducer sheath. The stent introducer sheath tip was found to be damaged and crushed. Due to the presence of the blood and damage to tip of introducer sheath, the stent was retracted from the introducer sheath. On removal of the stent and sdw, the stent fully opened but was slightly deformed towards the middle with frayed braid edges at both ends and traces of dried blood present. A significant amount of blood was present on the petal/dpa of the sdw, no other anomaly was noted with the sdw. In the case of this complaint, while continuous flush was maintained throughout the procedure, the blood in the introducer sheath and on the petal/dpa of the sdw would indicate that flush was not sufficient to prevent retrograde blood flowing into the introducer sheath and could prevent the stent from fully opening during release. In addition, the stent introducer sheath tip was found to be damaged and crushed which indicates the device encountered a significant force during use. It is most probable the introducer sheath was inserted into the microcatheter hub with force which caused it to become damaged. The damage to the introducer sheath tip may have contributed to the stent not fully opening during release. As the stent was fully opened on the returned device, the as reported ¿stent failed/unable to open¿ could not be confirmed based on the analysis. An assignable cause of not confirmed will be assigned to the as reported ¿stent failed/unable to open' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed 'stent deformed¿ and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure in the ophthalmic segment, subject flow diverter stent did not open completely in its middle segment. Physician repositioned it for three times but still failed so they used another device as medical intervention to complete the procedure successfully. No further information is available.

Event description:
It was reported that during the procedure in the ophthalmic segment, subject flow diverter stent did not open completely in its middle segment. Physician repositioned it for three times but still failed so they used another device as medical intervention to complete the procedure successfully. No further information is available.